Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing atrial fibrillation (af) episodes and may be not capturing appropriately. The ra lead remains in use. No patient complications have been reported as a result of this event.